Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised upper left second hole down is off center causing the back upholstery to buckle out of the box.